Event description:
The surgeon was pinning a plate to the humerus with a 1.6k-wire to verify placement with x-ray. Upon removal of the wire, the tip of the k-wire broke off and was left in the patient.

Event description:
The surgeon was pinning a plate to the humerus with a 1.6k-wire to verify placement with x-ray. Upon removal of the wire, the tip of the k-wire broke off and was left in the patient.